Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device was underweight and has an extended opening on the radius side. A microscopic analysis was performed which identified a sharp opening and stress marks near the opening site assessed as a surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on the radius side assessed as a surgical impact.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.